Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that after the pump was exposed to water, the screen was blank and there were no sounds or beeps with the pump. The patient took the battery out and the battery was hot. There was no damage to the compartment but there was moisture in the battery compartment. The battery cap was changed two months ago, there was no damage to threading and the yellow o-ring was not visible. The patient let the pump air dry, placed a new battery in the pump and the pump powered on. There is no reported adverse event with this complaint. This report is made based on the allegation of the hot battery and power issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the battery compartment was noted to be cracked and there was visible corrosion inside the battery compartment. A leak test revealed a leak at the battery compartment. The battery cap that was returned with the pump was able to be securely attached to the pump. On testing, the pump powered on normally without alarms. The pump was exercised for 24 hours without alarms or power issues. The pump was opened for investigation and did not reveal any damage to the power circuit or internal moisture.